Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited high impedance. It was noted that the patient was involved in a car accident. The lead was capped and replaced. No patient symptoms were reported.